Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal right coronary artery. Predilation was performed with a balloon. A 24 x 3.50mm promus premier¿ drug-eluting stent was selected to treat the lesion. However, the device failed to cross the lesion. While the device was pushed and pulled for several times, it was noted that the stent strut got lifted. The procedure was completed with a 3.5x26mm non-bsc stent. No patient complications were reported and the patient's status was good.